Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported the patient was hospitalized to undergo a peg-j tube replacement with endoscopy because of a tube blockage. However, the gastroenterologist identified a stoma site infection and stomach ulcer, therefore the tubes were removed and re-implementation postponed until after the patient recovered. The neurologist placed the patient on oral parkinson's medications. On (B)(6) 2020 the patient reported that the hospital did not give her antibiotics, only an injection of vitamin b12, an abdominal ultrasound was done and they told her to come back after two weeks for peg-j tube re-implantation.